Event description:
It was reported that, "navigator implant fin broke off after insertion, doctor removed, tech reloaded a second implant. Doctor verified correct loading, inserted and fin broke a second time upon insertion, doctor loaded a third implant which was inserted without any breakage."

Manufacturer narrative:
Note: included with this event was an additional navigator spacer (p/n 48392124, (B)(4)) - separate report filed 9617544-2011-00158. Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.